Event description:
Per the audiologist in 2005, the pt had chronic otitis media and the electrode array extruded through the tm. A revision surgery was done (date not reported) to reinsert the device. There was no nrt or impedance testing done at that time. On four months later, during testing at the clinic, the pt showed no response for electrodes one through six. These electrodes were deactivated in the patient's sound processing program. An x-ray was recommended, but not done. The pt was scheduled to be implanted in the contralateral ear in 2006. Reportedly, the pt was not implanted in the contralateral ear, due to infection and has not been seen in the clinic for the last two years.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.